Event description:
Biomed at one of the user facilities reported a user interface module (uim) touch screen that "comes on but is frozen and does not make changes". According to the biomed, this occurs consistently when the ventilator is powered up. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim assembly and noticed a cut in the power cable exposing wires. Powered uim in to user mode and noticed the touch screen calibration was inaccurate. When attempting to select a digital touch button, had to touch the digital button at the lower left end of the button in order to properly select the button. When touching the button directly in the center the touch would not be recognized. Cycled the power in to service mode and successfully recalibrated the touch screen. At this point the touch screen is operating properly. Left uim cycling overnight on the uim station to see if the calibration remains stored, uim cycled for a total of sixteen hours. After cycling over night the uim is still functioning properly and calibration remained stored. Root cause: duplicated the reported problem and isolated it to an improper touch screen calibration.

Manufacturer narrative:
Carefusion technical support advised the biomed that he had an older version user interface module (uim) that cannot be repaired, and must be replaced. A replacement user interface module was shipped to the customer. A returned good s authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. The faulty user interface module was received at carefusion on april 15, 2015 and is awaiting evaluation.